Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the blade in question. During the surgery, while checking the lateral view, the blade was inserted, and when checking in the front, it seemed that the blade penetrated the bone head, but a guide wire was inserted into the blade and did not go to the acetabulum. The doctor commented that it was just ok, so the next procedure was performed, and the wound was closed. After checking the x-ray with the surgeon after surgery, there was a comment that there was a possibility of rupture. No further information is available. This report is for one (1) tfna fenestrated helical blade 85mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 04.038.385s, lot 51p3222: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: april 13, 2020. Expiration date: april 01, 2030. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.